Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports patient indicated the device has not been working for years and its currently off. Caller do not know who manages patient's device. No symptoms were reported.